Event description:
Augmented with mcghan style 168 saline mammary implants bilaterally. Office visit over last 3 weeks has noticed deflation of rt implant. Pt underwent removal of deflated rt implant and partial capsulectomy. Also removal of lt implant and partial capsulectomy. Left implant was cut by surgeon, deflated and removed intact. Rt implant also removed intact.